Event description:
It was reported that approximately fourteen years post a port placement, the small piece of plastic was allegedly left under the patient's skin, which was later removed at a private clinic. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l products that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l products that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo shows an unknown material which looks like a piece of catheter and it has red filling inside the lumen was noted. The second photo shows the same unknown material with red filling inside which was noted to be blood stained. However, the investigation is inconclusive for the reported detachment of device or device component as no evidence was found in the provided photo to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fourteen years post a port placement, the small piece of plastic was allegedly left under the patient's skin, which was later removed at a private clinic. There was no reported patient injury.